Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the pacemaker exhibited noise oversensing causing inappropriate mode switch. The patient experienced no consequences due to this issue and will continue to be monitored.

Manufacturer narrative:
Additional: a4, b5 and h6 - signal artifact.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited atrial oversensing. Programming changes were discussed but not performed. Patient condition was not reported.

Event description:
New information noted that the pacemaker was explanted and replaced.